Event description:
It was reported that on an unspecified date in april with regards to the transfer set with microclave¿ clear, dual check valve, smallbore trifuse ext set w/2 microclave¿ clear ,0.2 micron filter, 2 check valves, clamp (yellow), rotating luer, the reporter stated that they were having trouble with several leaking from the filter. There was unknown patient involvement and unknown harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Manufacturer narrative:
Investigation summary one used device was returned for evaluation. The filter vents on the 0.2 micron filter were wetted out with prior infusate. The set was leak tested per product specifications. There was no leakage. Although the complaint could not be replicated, it can be confirmed based on the saturated filters. The probable cause of the leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. A device history review could not be conducted because no lot number(s) was/were identified.